Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, concomitant product evaluation and retains analysis. Trending analysis by lot number was reviewed from 09/01/2016 to 02/28/2017 and no significant trend was observed. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The concomitant sterrad 100nx was tested by an fse. It is inconclusive whether the maintenance performed is related to the complaint issue. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The cause of the issue could not be verified. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found no significant trend in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. (B)(4). A field service engineer was dispatched to customer site. A control enclosure was replaced and the unit meets specifications and was returned to service on 02/24/2017. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Two used bis were received (both lot# 28716126). One positive control with red ci disc, cap pressed down, and yellow media in a crushed vial. One complaint suspect positive bi was received. The ci disc is yellow, the cap is pressed down, the vial is crushed, and there is yellow media in the vial with which to confirm the suspected positive result. The bi was disassembled, the following was found: glass ampoule shards, one spore disc, and one tyvek liner. There are no punctures observed on the plastic vial however small slice-like puncture was observed on the tyvek® liner. The non-complaint, positive control bi was dismantled. No slices or punctures were observed in the tyvek liner.